Event description:
The customer reported that there was no video on the monitor. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found a bent pin at the mainframe interconnect connector. He straightened a pin and now the video is fine. The system operates as intended.